Event description:
It was reported that the ventilator failed the internal leakage test, during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
No parts were replaced during on site troubleshooting performed by our field service engineer (fse). The failure was corrected by cleaning the inspiratory pipe. The ventilator was returned to clinical service after successful pre-use checks tests. The reported failure was confirmed in the received device logs which showed that the internal leakage sub-test failed due to a leakage. This failure will be detected during the pre-use checks. The logs showed that the internal leakage sub-test had failed since (B)(6) 2016 and therefore, the date of event was updated accordingly. The logs showed no indications of a technical malfunction. Our conclusion is, based on the service report received, is that dirt on the inspiratory pipe's membrane caused leakage during the internal leakage sub-test of the pre-use checks tests.

Event description:
(B)(4).